Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 389535a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause for the discrepancy. The customer was also reported to have a condition which may impact the performance of the assay. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient reported the (B)(6) 2016 variance between the inratio inr result of 1.7 and the alternate poc instrument inr result of 5.4. Tests conducted 3 hours apart. Therapeutic range: 3.0 - 3.5. The patient reported adding multiple drops of blood to test strip.